Event description:
After surgical procedure attempted to deflate catheter bulb, with syringe. Catheter deflated but appeared to form a silicone ring around the area of the bulb that had been inflated. Resistance was met, md attempted removal of catheter. With much difficulty catheter was finally removed from patient urethra by md. Urologist was called and md explained the incident. There appeared to be no problems after the removal and no bleeding was noted.